Event description:
It was reported that the device was given to the sales rep, as the device was broken. No further info is available at this time. The unk case was completed with harmonic and without any pt consequence. Pt info was requested and was unk by the rep.

Manufacturer narrative:
(B)(4). Eval summary: the handpiece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Causes that may contribute phase margin being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process.